Manufacturer narrative:
The insulin pump was received with loose drive support disk, also cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and missing end cap sticker. No cracked or broken end cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was dropped on the floor. The customer's blood glucose reading was unknown. The customer stated that the drive support cap is cracked and loose. The customer stated that the display is readable. The customer stated that there were unexpected alarms. The customer will be sent a replacement pump.